Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineer summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site, and the following was observed: c-marker appears detached from esheath. Guidewire from a potential secondary access crossing c-marker. Guidewire and delivery system appear to be out of the sheath shaft during withdrawal. On retrieved devices from patient, esheath liner circumferentially delaminated through entire length (c-marker non-visible). Commander delivery system's nose tip visible and stuck within the esheath liner. Distal end of the liner bunching towards the hub. Sheath shaft appears serrated. Per the engineer summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The sheath liner delamination and system component separation were confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as provided information indicated that the balloon was broken, and that maneuvers were performed on the devices during withdrawal. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, c-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination and c-marker band separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per images received from brazil by our edwards lifesciences affiliate, 16fr esheath liner was delaminated during the procedure. The c-marker band did not come off the esheath completely but was stuck inside the esheath. As reported, a mitral valve in valve was to be performed with an unknown edwards transcatheter heart valve. During the procedure, there was more resistance than usual while trying to advance the commander delivery system through the 16fr esheath. Additional force was applied to advance the delivery system through the sheath. Then, there was resistance while crossing the inter-atrial septum with the delivery system. Greater force than usual was needed to advance the delivery system. The patient began to experience hemodynamic instability cardiorespiratory arrest, so the valve was deployed quickly. After valve deployment, a left ventricle perforation caused by the guidewire was found. After a few minutes of resuscitation maneuvers and pericardial drainage, vital signs were reestablished. Per medical opinion, as there was difficulty in passing the delivery system, it was necessary to force the delivery system through the septum, which led to "pushing the guide" against the wall of the left ventricle, resulting in the injury. It was attempted to withdraw the delivery system and sheath as a unit, but it was not possible. The delivery system was stuck inside the esheath, and the delivery system balloon was broken. After maneuver attempts, it was possible to remove the sheath. The delivery system was removed after the emergency control with the patient. Maneuver attempts were performed by turning the delivery system slightly from side to side, and it was able to be removed. Per images provided of the devices, the esheath liner was delaminated, and the delivery system balloon was separated. The c-marker band did not come off the esheath completely but was stuck inside the esheath. A sternotomy and sutures were done as there was difficulty to control the bleeding. The patient left the room 8 hours after the beginning of the procedure, in ECMO, vasoactive drugs, mechanical ventilation, and in very serious condition.

Manufacturer narrative:
Investigation is ongoing.